Manufacturer narrative:
The package insert states facial swelling and/or pain and facial nerve dysfunction are possible adverse events. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of four for the same event, see also 1032347-2015-00283, 1032347-2015-00285 and 1032347-2015-00286.

Event description:
Through the tmj clinical study the patient alleges she has trigeminal neuralgia caused by surgery, pain and swelling that she indicates is worse than before the joints were implanted. She also reports receiving pain management, she indicates nerve blocks, from 2009 to the present.